Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episode was observed. Crosstalk was noted on the stored egm but could not be reproduced in clinic. The device was reprogrammed and remains implanted.